Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process and while the pump was in operation. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and arranged for a replacement pump with updated software, advising the caller to use a backup insulin pump in the meantime. Customer was informed about the replacement procedures, including putting the old pump into storage mode and returning it within 10 days using a pre-paid ups label. Customer acknowledged and understood all instructions.